Event description:
Instrument malfunction richard-allan needles 0.5" broke during use. Small piece of needled dropped on the ground during surgery. Missing piece was found on ground. No other missing pieces noted. This is the 3rd time this week where this brand of needle broke. Ref# 216706, lot# 211886, exp [redacted date].